Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found. The cause of the reported event was due to inner coil was clogged with dried blood.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead could not be implanted. Upon second attempt to position the lead, the stylet became stuck inside the lead and was not able to be removed. The lead was no used and another was implanted successfully. The patient was stable before, during and after the procedure.